Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "uncemented total hip arthroplasty in octogenarian and nonagenarian patients" written by giuseppe toro, hugo bothorel, mo saffarini, laurent jacquot, julien chouteau, and jean-charles rollier published european journal of orthopaedic surgery & traumatology published online 2 june 2018 was reviewed. The article's purpose was to compare functional outcomes and complication rates of uncemented tha in patients aged >80 to patients aged <80; and determine demographic and morphological factors that independently influence functional outcomes. Data was compiled from 411 thas in 387 patients (24 bilateral) between august 2012 and june 2015. All patients received the same depuy stem and were utilized in conjunction with one of three products: novae sunfit dual mobility, pinnacle hemispheric, or novae e th hemispheric with screws. Table 3 provides patient identifiers for patients who experienced intraoperative/post-operative periprosthetic femoral fractures/cracks. All cracks were treated with partial weight bearing and cerclage for intraoperative cracks. Table 2 provides a list of complications (categorized as generalized adverse events) but the article does not clarify if patients experienced more than one complication, therefore exact quantities cannot be determined. The article does not provide adequate information to determine accurate quantities of products involved in the generalized adverse events. Material of bearing surfaces not identified. This article reports these implants are uncemented. Figure 3 provides a radiographic image of a periprosthetic fracture repaired with cerclage. Depuy products: corail stem, pinnacle cup, liner (material unknown), head (material unknown). Serf products: novae sunfit dual mobility, novae e th hemispheric with screws (also dual mobility), poly liner for either novae sunfit or novae e th cup. Patient 8 (B)(6) yo male experienced an intra op femoral crack (treated with cerclage).